Manufacturer narrative:
Examination of the returned devices confirms the reported event that the handles have sharp edges. The broach handles both have signs of impaction marks on the sides, causing sharp edges. The root cause is attributed to misuse based on examination of the broach handles. Based on the root cause of misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported to rep on may 1st that a couple incidents occurred while cleaning hip instruments. First, csr person cut herself with metal from broach handle for trilock and a little piece of metal stuck in her finger. They used a little clipper to remove the part. Another one just slightly cut her hand with the other one from the same set. No serious consequences report, both are still at work.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.